Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with the inratio2 meter compared to lab. Results as follows: date: (B)(6) 2012, lab: 2.9, results of the inratio2 meter: (3.8; capillary and 7.5; venous). All tests performed within five minutes of each other. Pt's therapeutic range is: 2.5-3.5. Pt noted that strips were left out for a few hours at approx 30 degrees fahrenheit.